Event description:
Particulates resembling cored vial septum were noted in several different medication vials (fluorouracil, etoposide, gemcitabine) produced by different MFR's upon which a phaseal p50 connector, lot 1307207, had been attached. These protectors/vials had been assembled at different times by two different technicians both with and w/o the use of the assembly fixture device. Using p50 connectors from a different lot did not appear to produce any particles resembling cored septum.